Manufacturer narrative:
Follow-up #1 and final report submitted. It was reported that the impacting block broke during impaction, bending offset impactor in process. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. CAPA has been raised for lost product. If the device is returned then the complaint will be reopened. Product history review: product history review could not be performed as the part information supplied was invalid (45044215). Complaint history review: complaint history review could not be performed as the part information supplied was invalid (45044215). Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned.

Event description:
Impacting block broke during impaction, bending offset impactor in process. Case type: tha.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Impacting block broke during impaction, bending offset impactor in process. Case type: tha.